Event description:
This is a report of peritonitis in a patient coincident with extraneal and physioneal 40 therapies for automated peritoneal dialysis (apd). Action taken with extraneal and physioneal was not reported. The cause of the peritonitis was reported as skin flora. It was reported that the patient underwent three courses of antibiotic therapy. The patient was asymptomatic for peritonitis. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.